Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inaccurate display on the system controller was unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted and data from the reported event date of 07aug2024 was reviewed. There were no notable events active in the log file. Pump operation was not affected. Multiple good faith effort attempts were sent to retrieve additional information regarding resolution of the event and if any product would be returned for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient's batteries had a certain number of bars illuminated, the system controller was telling them that they had less than 1 bar. Log file review captured 127 pulsatility index (pi) events.